Event description:
It was reported that a revision knee surgery was performed due to unspecified reasons.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was not possible due to a lot number not being provided. No further investigation is warranted at this time.